Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a fracture in the catheter tip 0.4¿ proximal to the distal tip as well as bends in the catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.the root cause of this issue was determined to be a design/process issue.

Event description:
This report is to advise of a tip fracture noted during analysis.